Event description:
The customer reported being hospitalized with low blood glucose of 14mg/dl by the time the paramedics were called. The customer stated that she was in the hospital for hypoglycemia and hyperglycemia, but the event was not device related. The customer also stated that she was unconscious. The customer mentioned been off the insulin pump at time of her admission, and she was treating with manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.